Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving more medication than intended. On an unspecified date and time, the device was programmed to deliver ketamine 400mg/100ml, at a rate of 20mg/hr, and delivery was started. No further programming parameters were provided. After an unspecified length of time the customer contact reported, the "pain registrar viewed the patient and thinking it was in pca mode stopped and unlocked the keypad," at that time the operations test was accessed instead of the intended bolus history. The registrar reported not being able to stop the infusion, followed the prompts on the display, completed the delivery test and notified the nurse he had "fixed" the issue. After an unspecified length of time, the nurse went to check on the patient, at this time it was noted the patient had "loss consciousness", had a glasgow coma scale (gsc) of 3/15. A code blue was called. The ketamine delivery was stopped. The patient was observed and treated with "high flow oxygen." After approximately 20-30 minutes, the patient's gsc was reported to be 15/15. The device was removed from clinical service. The customer contact reported the ketamine therapy was resumed in 5 hours using a replacement device. The patient was discharged to home 2 days later. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicates on (B)(6)2010 at 1636, the device was programmed for continuous only delivery in mg, with a concentration of 4mg/ml, a 4mg/hr rate, a 400mg container size , a 2ml air sensitivity and the delivery was started. On (B)(6)2010 at 0946, the device was programmed to deliver a 20mg/hr rate. On (B)(6)2010 at 0931, the delivery was stopped and the keypad was unlocked. At 0932, the operation test was programmed. Between 0933 and 0937 the delivery was stopped and started 3 times. At 1002, the delivery was started and stopped 2 times, a distal occlusion alarm occurred, the silence key was pressed. At 1010, the delivery was started and stopped. At 1011, the device was powered on and off 2 times. At 1012 the operations test ended. At 1015, the history was cleared. Between 1017 and 1018 the device was on and off. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).